Event description:
A white particle of foam material as found on the implant inside of the sterile packaging. The stem was implanted in the pt. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event would not be associated with the device, but rather would be related to rough handling during shippment.